Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundles of the distal end and back end were folded and broken; there was a component failure of the light guide bundle; the light guide cover glass was chipped; there was a component failure of the distal end cover glass; multiple indentations were observed on the insertion section; and there was a component failure of the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was caused by component failure of the light guide bundle; the chipped light guide cover glass was caused by component failure of the distal end cover glass; and the multiple indentations on the insertion section were caused by component failure of the outer tube. The most probable cause of the reported malfunctions was traced to component failure. Hould additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a dark image during device reprocessing. There was no patient involvement.